Event description:
During use of the device for cardiopulmonary bypass, the air bubble detection sys continually alarmed. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.